Event description:
It was reported by service report that the foot end of the bed was stuck at an elevated height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift power coil cable.